Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for leaflet thickened and leaflet motion restricted-in patient were confirmed based on provided medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 3 years and 10 months post tavr a tee showed reduced leaflet opening and thickened leaflets.'' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. Per medical record, the patient had history of hyperlipidemia. Hyperlipidemia is a known factor that may increase the risk of valve calcification leading to thickened leaflets. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the thickened leaflets. In this case, the patient had thickened leaflets, which could impact the proper functionality/coaptation of the leaflet, resulting in restricted leaflet motion as reported. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the restricted leaflet motion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 3 years and 10 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position the valve was explanted. An edwards surgical valve was implanted. Per clinical review of medical records, approximately 3 years and 10 months post tavr a transesophageal echocardiogram showed reduced leaflet opening and thickened leaflets. The patient presented with worsening symptoms of weakness and dizziness and found to have severe as with ai in bioprosthetic tavr valve. As a result, the valve was explanted.